Event description:
Neostar catheter was placed in pt: product# cv-332k, lot# se98281. Product was recalled through letter from MFR. This info was not provided to the hosp to pull the products. Therefore, pt had catheter mounted prior to removing product from shelves.